Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 79 year old female patient with stage e acute myocardial infarction/cardiogenic shock to outside hospital. Life-flighted to advanced center while actively coding. Impella cp implanted during CPR. In the cath lab, impella site was bleeding with a large hematoma. Patient received multiple blood transfusions and medication to control hypertension. Impella repositioned, and ischemia noted on lower extremities. On therapy day 4, patient was weaned and explanted. After explant, family decided on comfort measures only, and patient expired.

Manufacturer narrative:
On march 11, 2026, abiomed became aware that the following h section codes were erroneously omitted from the initial report. This report reflects the most up to date coding.